Manufacturer narrative:
Lot #: two suspected lot numbers: h20e19054 and h20d30070. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) transfer set was leaking from an unspecified location. This was noticed during an unspecified process step for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to g5: PMA/510k #: k192705 (previously k152675). H10: a recall (fa-2020-055) is associated with the two suspected lot numbers (h20e19054 and h20d30070) reported by the customer. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.